Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages his diabetes with glyburide pills and metformin pills. It is not known if the patient made changes to his usual management routine. Immediately after the start of the alleged issue, the patient claimed he felt symptoms of nausea and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.